Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During abdominal operation, surgeon took the bowel out from the body and proceeded the procedure. When putting the bowel into abdominal, surgeon found a burn on bowel, patient skin and wet gauze. Problem occurred from the middle of switch pencil cable line.